Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. There were staples protruding from the proximal staple cartridge channel. Functionally, the reload was loading into a pmv representative instrument and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. On the second firing, the stapler was loaded with another manufacturer's reinforcement but the surgeon was not able to squeeze the handle and fire the device. To complete the procedure, a new handle and reload were used. No patient injury or extension in surgical time. Patient status is alive, no injury.